Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a diabetic ketoacidosis because the insulin pump was not pumping insulin properly. The customer's blood glucose level was 196 mg/dl. He treated his blood glucose level with the insulin pump. The customer went to the emergency room on (B)(6) 2016 as a result of the high blood glucose levels. The meter read 600 mg/dl as the highest value. The customer was vomiting, had extreme fatigue, and could not stay awake. He was 4 liters dehydrated. The customer was unsure if the customer was wearing the insulin pump. The high pressure test passed. The device was not returned.